Event description:
It was reported that catheter issue occurred. The 60% stenosed target lesion was located in a non-calcified and moderately tortuous left arteriovenous fistula. An opticross 18 imaging catheter was used for ultrasound examination of the target lesion. During the procedure, when the catheter reached the cephalic vein arch, the catheter spun quickly on the wire, entangled and the imaging stopped. The device was removed intact from the patient. Moreover, a kink was noted on the tip of the catheter after removal. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a catheter twist beginning 14 cm from the lap joint section. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed the device was no longer effective at receiving and transmitting acoustic energy at the working frequencies. Image testing could not be performed due to the twisted catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The 60% stenosed target lesion was located in a non-calcified and moderately tortuous left arteriovenous fistula. An opticross 18 imaging catheter was used for ultrasound examination of the target lesion. During the procedure, when the catheter reached the cephalic vein arch, the catheter spun quickly on the wire, entangled and the imaging stopped. The device was removed intact from the patient. Moreover, a kink was noted on the tip of the catheter after removal. The procedure was completed with another of the same device. No patient complications were reported.